Manufacturer narrative:
This supplemental report is being submitted to provide additional information and device manufacturer date. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event is as follows: based on the investigation results, the probable causes are shown below: in light of the fact that the serial number and the date of manufacture of the subject device are unknown, deterioration over time due to a long-term use of the device might have caused the indication phenomenon. Other causes such as the unfavorable state of the fan or the installation of a non-olympus lamp might have caused the lamp to go out due to the increase of the temperature inside the subject device, resulting in err e102.

Manufacturer narrative:
Olympus is pending additional information from the user facility regarding the lamp that is being used with the device. E102 is a light source temperature switch error, it usually occurs when lamp has raised a higher temperature due to non-branded bulb causing temperature switch alarm to be activated. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
The user facility reported that the device is giving a error code 102. There was no patient involvement associated to this report. No additional information has been provided however; olympus is attempting to gather additional information.